Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure, the plastic sleeve would not disconnect properly after the mesh leg was placed. The physician removed the mesh and the rest of the pinnacle assembly from the patient, and noted there were no spot or tack welds on the mesh legs. The physician completed the procedure with another pinnacle device, with no complications to the patient who is reportedly "fine" post-procedure.

Manufacturer narrative:
A device history review was performed by medventure. No material review boards or deviations were noted. All other acceptance records demonstrate that the lot was manufactured in accordance with the device master record. It was noted that only one mesh leg was returned and that no spot or tack welds were present. The complaint was confirmed.